Event description:
The manufacturer received information alleging a ventilator inoperable condition occurred on a device. There was no harm or injury reported. No medical intervention was specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log confirmed the alleged event. The pc board assembly was replaced, the device was cleaned and calibrated on the test station. The software was upgraded from v3.4 to v3.6. The device passed the tests.